Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical service on (B)(6) 2018. The hcp wanted to discuss possible loss of biventricular ventricular pacing on the presenting electrogram. The presenting electrogram was reviewed and the technical service's consultant discussed the possibility of loss of capture in the left ventricle. Currently, the lv output is programmed to 3.5 volts at 0.4ms. The last threshold measurements in any chamber was on (B)(6) 2018 (one day following system implant). The patient refuses to allow diagnostic testing of the leads. Presenting electrograms in june do not show the same annotated marker sequence as identified in the most current presenting electrograms. Additionally, a heart logic index alert was declared on (B)(6) 2018 which may indicate that this patient is not feeling well. The technical service's consultant suggested having the patient scheduled for an in-clinic assessment of the lv lead. If the patient refuses diagnostic testing, then the lv output should still be increased to determine if lv capture is re-established. Boston scientific received information from a product experience report (per) form that this patient was seen in-clinic for heart failure and premature ventricular contractions. The model#4671 lead was exhibiting loss of capture but no asystole was noted. A chest x-ray was taken which verified lv lead dislodgement. The lv lead remains implanted as the patient has not decided to have a lv revision procedure. The patient has been scheduled for increased clinic follow-up.

Manufacturer narrative:
This lead was returned to our boston scientific post market quality assurance laboratory. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in early-(B)(6) 2018. This lv lead was successfully explanted and replaced with a non-boston scientific lv lead.